Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via a phone call, the customer had to go the emergency room last night. The reservoir had half an air bubble. Customer's blood glucose was 550 mg/dl. Customer was experiencing headaches, so she knew something was wrong so customer changed the infusion and the insulin would not go through, she had to treat with a manual injection. Customer's blood glucose was 374 mg/dl when she was admitted. Prior to the hospitalization customer had low blood glucose in the morning and then she fell asleep and woke up with high blood glucose of 550 mg/dl. Customer stated the cause of the hospitalization was small ketones were found when she was at the emergency room. Troubleshooting was performed on the insulin pump and customer stated there was an air bubble in her reservoir in the set she wore in the morning. No anomalies were noted on the device. She didn't have a tubing clamp to perform the high pressure test so one was sent. She is not returning the insulin pump for analysis.